Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. Device history lot: manufacturing location: (B)(4), manufacturing date: may 29, 2018, part number: 458.952, 5.0mm ti locking screw 52mm for im nails, lot number: h652655 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns042548 rev j met all inspection acceptance criteria. Packaging label log (pll) lppf rev d was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: may 21, 2020: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a titanium cannulated trochanteric fixation nail due to non-union. The titanium cannulated trochanteric fixation nail was removed with no issues and a total hip arthroplasty was performed. The procedure was successfully completed with no surgical delay. There was no patient consequence. This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).

Event description:
This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.